Event description:
It was reported that the patient who has a bi-ventricular defibrillation system, had a left ventricular lead showing intermittent capture along with diaphragmatic stimulation. The lead remained in use. The patient was to have a second attempt to place a new left ventricular lead with an implant for the attain success study; two attempts were made to place the lead. The physician was unable to obtain adequate distal locations. The lead was not used, and no other lead implanted at that time. The patient was brought back to the operating room a few months later and two epi-cardial leads were placed. The original left ventricular lead with the intermittent capture was capped at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.